Event description:
The customer contacted physio-control to report that their device intermittently doesn't deliver a shock when the shock button is pressed. As a result, defibrillation therapy may be delayed or unavailable, if it was needed. There was no report of patient use associated with the reported issue.

Manufacturer narrative:
Physio-control provided the customer with technical assistance. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device intermittently doesn't deliver a shock when the shock button is pressed. As a result, defibrillation therapy may be delayed or unavailable, if it was needed. There was no report of patient use associated with the reported issue.